Event description:
It was reported that prior to surgery, it was discovered that the attachment device had an unspecified malfunction. However, during engineering evaluation, it was discovered that the device had temperature above specification. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device temperature was above specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damaged bearings from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.